Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit will not operate on battery. No patient involvement.

Manufacturer narrative:
Date of report: 09/07/2018. Date received by manufacturer: 05/07/2018. (UDI); (method, results, conclusion codes); philip's service engineer (se) inspected the device and replaced the battery. The ventilator passed all testing and was returned to use.